Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email anchor breakage. No consequences to the patient, another like device was used.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken. The remaining part of the anchor looked intact and was held in place by suture. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. In the reported event, it was noted that the patient had a hard bone quality and the awl used was the one that was instructed. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Apart from the few possibilities mentioned above, however, we cannot discern a definite root cause for this failure. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email anchor breakage. No consequences to the patient, another like device was used. Additional information received via email from the affiliate on 10-11-17. The break occurred when the anchor started to be impacted and screwed required awl sometime with same diameter 5,5m awl from arthrex. Type of suture was fiberwire. 4 suture tails were used. Type of bone quality was dure (hard/young). The sutures were detached from the ring cleat. The stay suture was not removed at the break moment cause it broke at the beginning the breakage did not result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended. The fragments were retrieved normally without issue. The procedure was completed with another like device swivelock arthrex. The surgeon used the original bone hole to complete the procedure alternatives were readily available. There were no procedural or patient anatomy factors which may have contributed to the breakage. Nothing remained in the patient. No patient impact.